Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: suggested component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately eight years post-implantation, the patient underwent a right hip revision due to osteolysis. During the revision, it was noted that there was brownish-black fluid, lysis to the proximal femur, and necrotic tissue. All components revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. The following sections were corrected: d4 expiry date; h5. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: f/u x-rays: osteolysis of proximal femur, asymptomatic. ¿a brownish-blackish fluid leaks profusely from the hip under pressure. This corresponds to an adverse reaction to metal debris with titanium release.¿ ¿we note very significant lysis in the proximal femur extending down to the bottom of the metaphysis. We curette all of this lysis. We remove the necrotic tissue.¿ a definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.